Event description:
It was reported that at device upgrade due to normal eri, after closing the pocket, dft testing was unsuccessful in rescuing the patient. Charges at higher energy were aborted and patient was externally rescued. The ICD showed an alert for possible output circuit damage. Additional dft testing was also unsuccessful and patient was externally rescued again. Device went into back up mode due to external deib. Physician elected to replace both the lead and the ICD.

Manufacturer narrative:
The reported field events of backup vvi and output anomaly were confirmed in the laboratory. Upon receipt, the device was interrogated and found in backup vvi, consistent with being caused by external defibrillation. Bench testing indicated that a hv output transistor was damaged due to hv delivery into low impedance. The cause of the low impedance output could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.